Manufacturer narrative:
Concomitant medical products: boston scientific amplatz super stiff guidewire 145 cm. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a left lower extremity angiogram for tpa thrombolysis procedure, while removing the 6 french flexor ansel guiding sheath from the right superficial femoral artery, the hub detached/fractured from the body of the sheath. Approximately 2 cm of the distal tip was retained. Due to the scar tissue in the right groin, the complaint device was difficult to remove and part of it remained as a foreign body in the patient's anatomy. Another manufacturer's guide wire was in place during removal. The vascular surgeon was notified and the patient was taken to the operating room twenty-four hours after the event where the retained portion of the complaint device was removed and the artery was repaired. No additional adverse effect was reported as a result of this occurrence

Event description:
No additional patient/event details have been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or.

Manufacturer narrative:
Investigation evaluation: a review of the complaint history, documentation, drawing, instructions for use (IFU), manufactures instructions, quality control, and specifications was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The device is shipped with instruction for use (IFU) which notes: "if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal. Reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ it goes on to state ¿remove the sheath. Avoid applying traction to hub during removal. If resistance is anticipated or encountered during withdrawal of the flexor sheath, consider reinserting the dilator and removing the sheath and dilator as a unit." Furthermore, a review of the manufactures instructions and quality control procedures was conducted, and no gaps were discovered. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
An FDA sus voluntary report (mw5079522) was received from FDA on 09/18/2018. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. [(B)(4)_hhs_FDA_sus report_mw5079522_recvd 18sep2018_mnp.pdf].

Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent.